Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains bleeding as a potential event that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. The root cause of the reported events cannot be conclusively determined; however, the most likely root cause is the patient's anticoagulation therapy, recent implant procedure, and other comorbidities. There are patient, procedural, and pharmacological factors may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced epistaxis approximately two weeks post vad implant procedure. The patient received nasal irrigation and returned to the operating room for anterior and posterior ethmoid artery ligation with cauterization in the septal area and ligation of the sphenopalatine artery. The patient was last reported to have been discharged to an outpatient facility. The medical team believes the event to most likely be related to the patient's anticoagulation therapy.